Event description:
Opened an IV package to start an IV and noticed a defect on the end of plastic catheter that looked like fuzz or frayed plastic. It was attached to plastic catheter. Bd insyte autoguard bc 20 gax1.00in lot number 5077173, exp date: 2028-02-29, MFR date 2025-03-01.